Event description:
It was reported that the patient thought they may need surgery. The implantable neurostimulator (ins) had fallen down and was vertical instead of horizontal. The patient was experiencing pain and noted it was not working right. The patient first noticed in (B)(6) but really noticed the pain/device falling down in (B)(6). Though, the pain had also gotten worse in (B)(6). The patient reported that all of last year prior, the ins wasn¿t working right and it wasn¿t hitting any spots on the left side, only the right side. With limited transportation and dealing with other surgeries and problems, the patient just kind of let it go. The patient noticed it really hurt and realized it had fallen when she went to put a patch over it. The first ins and the second ins were for pain mostly on the right side, but at the time of the report the patient had pain on the left side and thought there was nerve damage on the left and stimulation wasn¿t ¿hitting¿ the left side. The patient saw the healthcare provider (hcp) but the last time was 4 years prior. The hcp was handling the patient¿s medications. Information regarding if the patient still had concerns with their device or therapy has been requested. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID, 39565-65: serial# (B)(4), implanted: 2011-(B)(6), product type: lead. (B)(4).

Manufacturer narrative:
(B)(4) .

Event description:
Additional information was received on (B)(6) 2015 indicating that the stimulator would not stay charged more than two days since about 7-8 months ago. There was an implant issue with recharging since last summer. The implant was pushing against muscle and nerve to cause sharp pain on back and down her leg. Stimulation was not hitting the original spot. It started 7-8 months ago. The patient was seeing her doctor but did not do a revision surgery. The patient saw the manufacturer representative in (B)(6) 2015 and was not able to get the implant to work. If additional information is received a follow-up report will be sent. Information below was previously reported in reference regulatory report #3004209178-2015-09385 it was reported that the manufacturer's representative (rep) was with the patient and they couldn't get telemetry with the implantable neurostimulator (ins) using the clinician programmer, patient programmer, or recharger. The patient reported it was last working last summer and they noticed they couldn't charge in (B)(6) 2014. The rep. Performed an antenna locate assessment and was able to initiate a physician mode recharge (pmr). Clearing the power on reset (por) and not attempting to turn stimulation on or off until the por was cleared was reviewed. The rep. Later noted that a pmr was performed with the patient and she was not continuing to charge once home. Another rep. Also did a pmr with the patient. The patient had an appointment on (B)(6) at 1 p.m., and at that time it would be seen if she had continued to charge her device. There was concern that she may not have been compliant with charging. There was also a concern that the patient may prefer to use medication rather than stimulation for pain control. The rep. Later reported that the patient stood them up for their appointment that was scheduled for (B)(6) . No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received a follow-up report will be sent.